Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent deployed in healthy tissue is a permanent impairment. Device issue: stent dislodgement. It was reported that after predilation was performed, a xience v stent delivery system (sds) was used in an attempt to treat a proximal lesion in the lad; however, there was resistance when advancing the sds and it could not cross the left main artery (lm), there was an acute right turn in the lad. The xience v sds was removed and it was noted by the physician that the stent had dislodged in the lm. A powersail balloon catheter was used to deploy the dislodged stent in the lm, the stent was implanted in an unintended site in healthy tissue. The patient was sent to surgery for by-pass (CABG) of the lad. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors. Based on the information, the inability to cross was likely influenced by the patient anatomy. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. It appears that the tortuous anatomy contributed to both the difficulty to advance and the stent dislodgement and not a product quality issue.